Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary finding of teflon pad damage to be related to the customer reported complaint. Visual inspection was conducted and found teflon pad damage. A piece approximately 0.024" x 0.079" was broken off and was not returned. Root cause of this failure is attributed to mishandling/misuse. Additional finding not reported by the site was that the instrument blade was found to have mechanical indentations.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, there was tissue pad damage noted. The damage was confirmed when the harmonic ace curved shears instrument were opened. A backup of the same instrument was used to resolve the issue. There was no report of fragment(s) falling inside the patient. The procedure was being completed as planned with no reported injury.